Event description:
Hcp reported the device was explanted and returned to the manufacturer for analysis. The event description and date are unknown. A follow up report will be sent when additional information is received.